Manufacturer narrative:
Bench repair replaced the battery due to the backup battery alarm failure which resolve the reported issue. Following the test & verification procedure the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device, it was observed that the battery causes an error and does not work, so it must be changed to solve the problem. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
H10: bench repair evaluated the device and confirmed that the battery needs to be replaced to resolve the reported issue.